Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, false positive results were obtained. Repeat testing was performed, and the results were negative. Results were reported out, but there was no report of patient impact. Assays used: evp. The following information was provided by the initial reporter: evp false positives investigation: were patient samples involved? Customer reported the issue, patient samples involved ¿ re-run on other instrument showed correct result. Is a confirmatory test always performed? Customer always runs a control sample. Was it obvious that the results were erroneous/could not be trusted? Crosstalk for false positive adeno following on a strong positive rota. Were erroneous results reported to the clinician? Clinician reported results to bd. Were patients treated based on erroneous results? Clinician reported results to bd and re-ran the samples. If yes, was there any negative impact to the patient? Not applicable.

Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, false positive results were obtained. Repeat testing was performed, and the results were negative. Results were reported out, but there was no report of patient impact. Assays used: evp the following information was provided by the initial reporter: evp false positives investigation were patient samples involved? Customer reported the issue, patient samples involved ¿ re-run on other instrument showed correct result is a confirmatory test always performed? Customer always runs a control sample was it obvious that the results were erroneous/could not be trusted? Crosstalk for false positive adeno following on a strong positive rota were erroneous results reported to the clinician? Clinician reported results to bd were patients treated based on erroneous results? Clinician reported results to bd and re-ran the samples if yes, was there any negative impact to the patient? Not applicable.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they are receiving a false positive result on the bd-evp assay. Field service was dispatched. Field service renormalized both readers. Normalization passed. Heater mux self-test was also performed, and service noted that this test passed more than 10 times. Instrument was returned to the customer. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 18jun2013, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.